Manufacturer narrative:
The insulin pump was received with a blank display due to cracked lcd glass. Unable to perform the self test and the displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was crashed in the housing and the display was appearing less as 20%. Customer¿s blood glucose level was 6.7 mmol/l. The device will be returned for analysis.